Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at 375 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was experiencing increased spasticity. On (B)(6) 2022, they attempted to access the catheter access port and was unable to withdraw fluid so the procedure was aborted. The patient was started on oral baclofen. There were no known factors that may have led or contributed to the issue. Of note, the expected residual volumes were within acceptable range of actual residual volumes with pump refills. Surgical intervention was scheduled for (B)(6) 2022. The patient's medical history included multiple sclerosis. The patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8709 , serial# (B)(4), implanted: (B)(6) 2005, and product type : catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-aug-2007, and UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that upon disconnecting the existing catheter from pump, there were no spontaneous retrograde flow is csf (cerebrospinal fluid). Upon cutting the catheter in the patient's spinal incision, there were no retrograde flow from the existing spinal segment. The catheter was explanted and replaced with a 8780 ascenda catheter. When 8780 was connected to the existing pump, they easily withdrew csf from the catheter access port with the 24 gauge non coring needle. Infusion rate of pump decreased to 300 g per day flex programming from previous 375 g per day flex programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found ¿no significant anomaly - foreign material on the body of catheter¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the issue was resolved by replacement.

Manufacturer narrative:
Continuation of d10: product ID: 8709; lot#serial#: (B)(6); implanted: on (B)(6) 2005; explanted: on (B)(6) 2022; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.